Manufacturer narrative:
Summarized patient outcomes/complications of toronto valve were reported in a research article in a subject population with multiple co-morbidities including diabetes, hypertension, ischemic heart disease, peripheral vascular disease, renal impairment, prior cerebrovascular accident/transient ischemic attack, chronic obstructive pulmonary disease, atrial fibrillation, and prior pacemaker. Complications reported included device stenosis, device regurgitation, surgical intervention (valve-in-valve), hospitalization, aortic stenosis, aortic regurgitation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article, "transcatheter aortic valve-in-valve implantation for failing stentless bioprosthetic aortic valves: an international multicentre retrospective analysis", was reviewed. The article presented a retrospective, multicenter study on procedural and clinical outcomes in patients undergoing valve-in-valve aortic valve implantation (viv-tavi) for stentless bioprosthetic valve failure. Devices included in the study were freedom, freedom solo, biovalsalva, toronto spv, and unknown. The article concluded that viv-tavi was an effective intervention for patients with failing stentless bioprosthetic valves, with high procedural success rates despite unique technical challenges. Careful preprocedural imaging, planning, and implementation of coronary protection strategies are critical for optimal patient outcomes. [The primary and corresponding author was clare rayner, royal hobart hospital, hobart, tasmania, australia, with corresponding email: clarerayner265@gmail.com] the time frame of the study was from may 2010 to february 2024. A total of 65 patients were included in the study, of which 5 (7.7%) received an abbott device. The average age was 78.8 years and the majority gender was male. Comorbidities included diabetes, hypertension, ischemic heart disease, peripheral vascular disease, renal impairment, prior cerebrovascular accident/transient ischemic attack, chronic obstructive pulmonary disease, atrial fibrillation, and prior pacemaker.